Manufacturer narrative:
This is a follow up to emdr 9617229-2021-05524. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare provider confirmed. Device remains implanted.